Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(4) of bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient started remedial treatment with ceftazidime. On (B)(6) 2011, the patient was hospitalized for bacterial peritonitis. On (B)(6) 2011, remedial treatment was switched from ceftazidime to meropenem. On (B)(6) 2011, the patient was discharged from the hospital and remained on meropenem until (B)(6) 2011. At the time of this report, the patient was recovering from the bacterial peritonitis. The reporter considered the peritonitis serious and medically significant, and the root cause unknown. Dianeal remained ongoing and unchanged. It was unknown to the nurse whether the bacterial peritonitis was related to dianeal pd4 unknown bag therapy.